Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event and blood was seen in the safety disk. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the blood back occurrence. The stm traced the trail back to the pressure/vacuum reservoir and removed all blood contaminated parts. The stm installed a new drive manifold insulator (p/n: 0349-00-0301), cable clamp (p/n: 0343-05-0001), hose (p/n 0103-00-0642), reservoir assembly (p/n: 0202-00-0127), tubing (p/n 0008-08-0001), luer valve (p/n: 0103-00-0398-01), purge valve assembly (p/n: 0104-00-0026), blood detect tubing (p/n: 0008-00-0312), condensate removal module (p/n: 0997-00-0986-01), and safety disk (p/n: 0997-00-0985-01) . The stm then reassembled the iabp unit and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).